Event description:
Per complaint (B)(4), the patient came in for cleaning and exam. During examination, the doctor noticed infection around implant site. The implant was extracted.

Manufacturer narrative:
Follow-up report submitted to indicated device not returned for evaluation.